Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer (fse) reported no failures upon arrival. The drawer was tested in diagnostics, debris on the trays was cleaned, and the station was powered off to reseat the row board cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubie failures occurred. In auxiliary drawer 1, drawer 2, multiple cubies displayed error conditions. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care there were no adverse events or injuries reported based on this event.